Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms and high oor pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. These observations occurred on the same day and at the same time, which technical services (ts) discussed may be due to electromagnetic interference (emi). In addition, the lv exhibited intermittent loss of capture (loc), and the patient had previously experienced muscle stimulation. Ts provided troubleshooting and programming options. This crt-d and lv lead remain in service. No adverse patient effects were reported.